Event description:
It was reported that, "pain with motion of her hip. X-rays confirm a severe problem in the right hip. Removing cup and replacing with biomet custom tri-phalange cup."

Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report.